Event description:
A malfunction was reported after the device fell from a height of about a foot. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed that the issue did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction recurs, which the customer acknowledged and understood, opting not to receive further assistance while loading a new cartridge.